Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (b)(6) 2026. On the same day, it was reported that the patient inserted a new sensor, but it failed to pair with the receiver. The patient decided to keep the sensor in place overnight. On 07/12, the Sensor remained unable to pair. While at home, the patient experienced a suspected hypoglycemic event. They did not have test strips available and was therefore unable to obtain a fingerstick glucose reading. The husband found her lying in bed with her eyes open, snoring, and sweating. Her husband called an ambulance and the patient was taken to the hospital. When the patient arrived at the hospital, they took a BG reading but the patient was unable to recall the value. The patient was treated with IV saline. They did some tests and provided unspecified medication. The patient stayed at the hospital for 5 hours and was discharged on (b)(6). A repeat fingerstick glucose measurement was obtained prior to discharge; however, the patient does not recall the result. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.